Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer also mentions cracks on the pump. The customer states they woke up with blood glucose level between 500mg/dl and 600mg/dl. The customer's most current level was 383mg/dl. The customer state they have been treating with the pump. The customer states they had to leave work and are on the way to the hospital, due to not feeling well. The customer will call back at a later time to troubleshoot and document hospitalization. No further assistance was needed at this time.